Manufacturer narrative:
Other, other text: additional information received by smiths medical via email no patient involved.

Event description:
Information was received that this smiths medical cadd medfusion 4000 pump exhibited primary audible alarm. No reported adverse effects.